Event description:
The instrument's jaw locked on tissue after firing. However, the surgeon manipulated the instrument handle and the jaws opened, releasing the tissue. As a result, some tissue damage occurred at the distal end of the sulu, which was corrected with another new instrument to complete the case.